Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in the endovascular treatment of a unknown sized thoracic aortic dissection. It was reported that during the index procedure, during rapid pacing, the stent graft was positioned distal to the exit of the carotid artery. Unexpectedly, the stent graft moved proximally at the time it was released resulting in 90% coverage of the ostium of the carotid artery. The decision was made to stent the ostium of the carotid with a non mdt stent via percutaneous access from the left side of the neck. This was done without issue. At the end of the procedure, there was good flow noted without any stenosis or dissections in the carotid artery. The site and sponsor assessed the event as having a causal relationship to the device and procedure. No additional clinical sequalae were provided and the patient is fine.